Manufacturer narrative:
(B)(4). Medical product: headless trocar drill pin 3.2 mm diameter 75 mm length: catalog#00590102000, lot#ni. Multiple MDR reports have been filed for this event; please see associated report: 0001822565-2022-01839. Visual inspection of the returned guide confirmed that it has the trocar pin seized in one of the guide holes and exhibits signs of repeated use. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial left partial knee arthroplasty, a drill pin became jammed in the cutting guide. There was no surgical delay or patient impact. It was reported that no further information is available.